Manufacturer narrative:
(B)(4). The devices involved in this incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for use error was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report is for the nurse changing the cassette and not the bags. The customer contacted baxter's technical service center regarding a check supply line alarm, which occurred on the home choice (hc) during prime. The nurse stated she has tried two different cassettes. The baxter technical service representative (tsr) asked if the nurse changed the bags when she changed the cassette. The nurse stated no because they don't have that many bags. The tsr asked the nurse how many bags she has on the machine. The nurse stated only one on the heater. The tsr explained the total volume is greater than 6l and the machine is looking for a bag on the white clamp line. The nurse stated she will lower the total volume. The solution to this issue was provided over the phone and swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention was reported.